Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 3 atmospheres, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was not completed. No patient complications were reported.